Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Manufacturer narrative:
Integra has completed their internal investigation 06/11/2015. Methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: unit returned was tested for leakage by injecting colored water from a syringe. Leakage was noticed along two different locations: between the seal of the outlet pvc tube and the inner lower section of the drainage bag. Around the seal of the filter located in the upper section of the drainage bag. Around the seal of the filter located in the upper section of the drainage bag. Since the fg lot # was not provided, the device history record (DHR) could not be reviewed. A review of complaint history, approximately (B)(4) units of replacement bags have been shipped for distribution since 2013 to 05/15/2015, resulting in a complaint occurrence rate of approximately (B)(4) percent. Conclusion: based on the description of the event reported and product failure analysis, the reported condition (drainage bag leakage) was confirmed. Although DHR could not be reviewed since fg lot # was not provided, as part of the quality control incoming inspection process, the drainage bags (p/n 20000-001) are tested for leakage according to the procedure and following sampling plan established in accordance to (B)(4) standard. Nonetheless, based on failure analysis of returned unit and the fact that the drainage bags (p/n 20000-001) are purchased from an external supplier, a root cause for the reported condition may be related to the supplier's manufacturing/sealing process.

Event description:
A pt had an evd (external ventricular drain) placed (B)(6) 2015. On (B)(6) 2015, the nurse noticed leaking from the bottom of the csf (cerebrospinal fluid) drainage bag. The nurse secured leaking with medical tape, only to find another leak on the top of the csf drainage bag. There was no pt injury involved with this issue. Add'l info was received on (B)(6) 2015 with the following: the pt was diagnosed with large cerebellar hemorrhage. It was unk if the unit was intact when removed from the package because there was clearly no csf drainage prior to insertion of he evd. The leakage was noted within 2 hrs of evd placement after csf collection began.